Event description:
It was reported that the patient called to report that her device "stopped working." She also reported that they had checked everything a few months before this and it was "ok." The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.